Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and this transvenous defibrillation lead became symptomatic during an intrinsic amplitude test. The patient was asystolic and the device did not pace for 6 seconds. Lead measurements were normal at the patient's last follow up. A guidant representative was called to check the device and discovered two episodes of oversensed noise that resulted in pacing inhibition. The noise was reproduced with pocket manipulation. A guidant technical services consultant discussed a possible loose setscrew. It was reported that the oversensing was no longer recreated when the device was programmed to least.